Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found a recharger antenna failure; the "poor recharge quality" message was seen intermittently. The device was scrapped. The insulation was pulling out of the recharger donut. The device failed the antenna temp test. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was 'no device found'. Pt tried repositioning. The only way pt could get the implant to charge was if pt was laying down on it. If pt lies down pt could get it to charge. Pt had to take several attempts to get it to charge. The issue started about a month ago. Pt mentioned they were scheduled to have an x-ray done to check the ins on february 17th and pt will also see the surgeon. They asked if controller connected without recharger. Pt said they never tried it. Had pt use the controller on the call. Pt got no device found. Pt mentioned they turned ins off because it was displaying that it needed charging. Then controller said to recharge the device. Pt plugged in the recharger on the call. Pt went to passive recharge mode. Pt then got system problem rm03 message. Pt reported the other day pt also noticed the recharger cord was getting hot by the paddle. It was like electrocuting the pt. Pt also said they were feeling sensation around the implant as well.